Event description:
The customer reported that the tip of the device broke. There was no pt injury. The device was returned to covidien and visual inspection discovered that the clear insulation was missing. The site noted that noting fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.